Manufacturer narrative:
Results (other): smiths medical international has not received the sample involved with this event. Upon their receipt of the sample a thorough investigation will be completed, and a follow-up report will be submitted.